Event description:
On the 29th of august, ferrosan medical devices a/s received information regarding this event from our distributor ethicon: "it was reported by the sales rep that after a spinal procedure when the device was used to close the incision the patient's vital signs crashed. The procedure was aborted, received chest compressions and put on a ventilator. The incision was closed 3 days later after the patient had stabilized. (8/21) no device will be returned." Clinical questions are asked to gather more information regarding the event. (B)(4).

Manufacturer narrative:
September 22, 2017: ferrosan medical devices a/s has completed the evaluation of the received adverse event. (B)(4).

Event description:
On the 29th of august ferrosan medical devices a/s received information regarding this event from our distributor ethicon: "it was reported by the sales rep that after a spinal procedure when the device was used to close the incision the patient's vital signs crashed. The procedure was aborted, received chest compressions and put on a ventilator. The incision was closed 3 days later after the patient had stabilized. (8/21) no device will be returned." Clinical questions are asked to gather more information regarding the event. Ethicon reference no.: (B)(4). Ferrosan medical devices a/s reference no.: (B)(4). Best regards. (B)(4).